Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced reduced touchscreen responsiveness on an ilet device and received troubleshooting education to reset sensitivity by holding the top button or briefly placing the device on the charging pad. Symptoms included no injury and no physiological effects. Outcomes included no therapy interruption, no alarms, and no medical care. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a device performance issue related to touchscreen responsiveness, with no confirmed hardware failure and normal function restored after user-directed reset. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable device behavior consistent with normal sensitivity recalibration needs.